Manufacturer narrative:
Qn#(B)(4). UDI: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "staple jamming". Additional information states that another stapler was used to complete the procedure. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be slightly misaligned. The stapler was returned with 15 staples remaining in the cover block, indicating that at least 20 staples were fired by the customer. The sample appeared used as there was biological material present on the device. Upon functional testing, the first fire attempt resulted in two staples firing simultaneously. One staple formed properly while the other was unable to form. The stapler was disassembled to inspect the internal components. The bottom component of the complaint sample was observed to be positioned incorrectly which could contribute to the staples becoming misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon visual examination of the returned sample, the staples were observed to be slightly misaligned. Upon functional testing, the first fire attempt resulted in two staples firing simultaneously (one formed and one unformed). The bottom component of the complaint sample was observed to be positioned incorrectly which could contribute to the staples becoming misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staple jamming". Additional information states that another stapler was used to complete the procedure. The patient's current condition is unknown